Event description:
It was reported that the patient presented to the emergency room experiencing chest discomfort. The implantable cardiac monitor exhibited ventricular intermittent undersensing. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).